Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon post-op check on the following day, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited low sensing, which was suspected to be due to patient anatomy at the implant site. The rvlp was explanted and replaced at a different rv location. Patient condition was stable.